Event description:
It was reported that the spinal cord stimulation (scs) patient had a non-device related fall and high impedances were then discovered on the leads. The patient experienced inadequate stimulation of her left sided pain area. Reprogramming was unsuccessful at recapturing adequate stimulation. Therefore, the patient underwent a revision procedure. The patient was doing well postoperatively and adequate coverage of their pain area had returned. No further information was able to be obtained despite good faith efforts.

Manufacturer narrative:
Device analysis was performed on the returned leads sc-2317-70 serial numbers (B)(6). Visual inspection of lead serial (B)(6) revealed that it was cleanly cut into two pieces approximately 41 cm from the distal end of the lead. Additionally, lead serial 5154061 was cleanly cut into four pieces approximately 49 cm from the distal end however, the two proximal portions of the lead were not returned. This damage of both leads is typically a result of the explant procedure and not considered an anomaly. Electrical testing was unable to be performed on either lead due to the cut lead bodies. No other anomalies were identified on the returned portions of each lead. A product labeling review that was conducted determined that lead breakage, loose connections and electrical issues can result in reduction in pain relief and is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use (IFU). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5154061.

Event description:
It was reported that the spinal cord stimulation (scs) patient had a non-device related fall and high impedances were then discovered on the leads. The patient experienced inadequate stimulation of her left sided pain area. Reprogramming was unsuccessful at recapturing adequate stimulation. Therefore, the patient underwent a revision procedure. The patient was doing well postoperatively and adequate coverage of their pain area had returned. No further information was able to be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6).